Event description:
It was reported, the bronchovideoscope exhibited a blackout occurred when adjusting the angulation. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found this reportable malfunction: identified a b30 (scope communication) error. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.